Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the returned device analysis was unable to confirm the reported sleeve steering issue as the device functioned as expected with no issues. The returned device analysis confirmed that the delivery catheter (dc) shaft was bent due to an observed bent actuator mandrel. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any other similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue in this incident could not be determined. The observed bent dc shaft appears to be related to the observed actuator mandrel bend; however, a definitive cause for the actuator mandrel bend cannot be determined in this incident. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced filed under a separate medwatch report.

Event description:
This is filed to report the steering issue with clip delivery system (cds 80425u192). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade 4. One clip was implanted, reducing mr to 2. A second cds (80425u192) was advanced to the mitral valve. During placement of the clip in the left atrium (la), the m-knob was fully turned; however, the cds was diving very medial and a bend was observed in the shaft. The cds was removed and replaced. The new ntr cds (80516u179) was advanced to the mitral valve; however, the clip became caught in the chordae. Troubleshooting was performed, and the clip was freed, but a chordal rupture occurred and the mr increased to 4+. The cds was removed and an xtr cds (80920u112) was advanced; however, there were visualization issues due to anatomical challenges the leaflets could not be grasped. The cds was removed and no further clips were attempted. One clip was implanted; however, the mr increased to 4+. The patient was sent to mitral valve replacement surgery for treatment and the valve was successfully replaced. No additional information was provided.